Manufacturer narrative:
Additional information: h6 (update codes), and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had significant drainage/leakage coming from the y-sites. The issue occurred during gemcitabine infusion and approximately 40 cc medication leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.